Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device was unable to track into the artery during a liver embolization procedure. Upon inspection, the sheath was found to be bent. A second angio-seal device was opened and used successfully to complete the procedure. The event occurred intra-operatively, with an estimated blood loss of less than 250cc. No concomitant medical products were used with the involved device.